Manufacturer narrative:
Event date: patient did not provide onset date other than since his left eye was implanted. (B)(6) 2011 is used as an estimate. Implant date: patient did not provide implant date. (B)(6) 2013 is used as an estimate. Explant date: not applicable; lens remains implanted. All pertinent information available to the manufacturer has been submitted. Parent information. Placeholder.

Event description:
A male patient complained that he is bothered by glare in both eyes since implanted with a zcb00 intraocular lens (iol). The lens was implanted in (B)(6) 2013, the exact date was not known. The glare is worst in the left eye than the right eye. It impacts him mostly at night while driving. He noted that he noticed the glare initially with the left eye but it is more bothersome since the right eye was implanted in (B)(6) 2013. At this time both iols remains implanted. This report is for the right eye. A separate report is filed for the left eye.

Manufacturer narrative:
(B)(6). Patient did not provide onset date of symptoms other than the glare is more noticeable now that both eyes have implants. Second lens implant was (B)(6) 2013, and both lenses were then implanted, thus this date is being used as an estimate for the date of event. (B)(4). The last few words written at the very end of this section, ''parent information'' was written in error, and does not belong in the MDR. All pertinent information available to abbott medical optics has been submitted.